Event description:
The pt presented to the hospital for procedure related to follow up of right leg angiogram following thrombosis, catheter directed by the hospital's vascular surgeon. The pt was admitted to the intensive care unit. The procedure follow up was described as "the cragg-mcnamara catheter was removed over a bentson wire after first advancing the sheath into the iliac on the right. Through the sheath, the right leg run-off was performed. A starkos procedure was attempted, but the sheath malfunctioned when trying to remove it, and one of the inner coiled wires on the inside of the sheath became detached. "The event was further described as" "betadine solution and left intake for surgery. Dr (vascular surgeon) performed an angiogram of the right (crossover) leg. During removal of the bentson wire (49-147). It was noted that the wire coiling from the sheath came out on the bentson wire. The pt was examined with fluoroscopy by (vascular surgeon), no retained foreign body noted". During the removal of the wire, the bentson wire was removed as well, and standard pressure was held for 15 minutes. Sterile dressing applied and taken to recovery room in stable condition. No complications were reported.